Manufacturer narrative:
Reporter is a synthes employee. The received/created date is july 17, 2013. The previous service event for part number 03.641.004 with lot number(s) 7360562-04 has been reviewed. The customer called in a service request for this item on february 24, 2021 for failed in calibration. The item was previously returned for service on august 15, 2016 due to tested ok. The previous service condition of tested ok is not relevant to the current complained issue of failed in calibration. The manufacture date of this item is july 19, 2013. The service history review is unconfirmed. Visual inspection: the socket wrench for veptr nut (p/n: 03.641.004, lot number: 7360562-04) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage. Testing of the device at monument service and repair showed the device failed torque testing due to end of service life. During testing at service and repair the socket wrench failed in calibration. The repair technician reported the device failed torque testing. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. A functional assessment was performed on the complaint device. The device failed torque testing low. The complaint was able to be replicated. A dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. This complaint is confirmed as the device failed torque testing due to end of service life. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during testing at service and repair the socket wrench failed in calibration. There was no patient involvement. This report involves one (1) socket wrench for veptr nut. This is report 1 of 1 for (B)(4).